Event description:
The customer stated that she received back to back blood glucose readings of 16 and 162 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically signficant. The customer did not allege any adverse events due to the readings. The strips will be returned for evaluation, and replacement strips will be sent.